Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detached. The chronic total occlusion target lesion was located in the superficial femoral artery (sfa). A rubicon 14 support catheter was advanced to the target location. A 300cm journey guide wire was advanced but was unable to cross the target lesion. After 10-15 minutes of manipulating the journey guide wire and rubiton support catheter, the tip of the journey guide wire broke off and was left lodged in the chronically occluded sfa artery. The procedure was stopped and the tip of the journey guide wire remained embedded in the chronically occluded sfa artery. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detached. The chronic total occlusion target lesion was located in the superficial femoral artery (sfa). A rubicon 14 support catheter was advanced to the target location. A 300cm journey guide wire was advanced but was unable to cross the target lesion. After 10-15minutes of manipulating the journey guide wire and rubiton support catheter, the tip of the journey guide wire broke off and was left lodged in the chronically occluded sfa artery. The procedure was stopped and the tip of the journey guide wire remained embedded in the chronically occluded sfa artery. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the core wire and high torque sleeve were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).